Event description:
It was reported that there was battery compartment damage. There was no patient involvement. During the investigation, it was found that there was a damaged dso.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. During the investigation, it was found that the dso seal was delaminated. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.